Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) for longer periods of time. The patient's ipg was explanted and the explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2023.